Event description:
On (B)(6) 2012, the pt that her infusion device began beeping. She looked at the display and was unable to read it because some of the characters were missing. The display then faded out. She was unable to determine which error or alert the infusion device displayed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.